Event description:
It was reported the device displayed alarm -cassette not attached properly- when latch is in closed position. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Found an inoperable latch/lock circuit flex strip. Latch/lock circuit flex strip was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.